Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 33 mmol/l (594 mg/dl) while wearing the pod between 25 and 36 hours. The patient experienced symptoms of feeling hot, sweating, ketones of 1.3 and irritable behavior. When removed from the infusion site (leg), the pod's cannula was found to be dislodged and bent over. The patient¿s guardian called a health care provider and was recommended to remove the pod and give the patient insulin with pens. They did this, giving three boluses of insulin 1.5 unit at 12:13pm, 0.55 u 12:30pm, and 0.65 u at 12:50pm. The patient¿s ketones came back to 0 after approximately 2 hours.